Event description:
A multicenter retrospective analysis of 847 patients receiving adcon-l was conducted at 10 clinical centers. Individual pt data was obtained from the case report forms for pts noted to have had an adverse event. All pts receiving adcon-l underwent a primary, uni-lateral lumbar root decompression. In 1998, the patient underwent a primary left l5-s1 spinal root decompression. Forty-nine days later the patient presented with lumbar radiculitis which was mild in intensity. The patient was administered a medrol dose pak (9/98) followed by nsaid's (naprosyn, 1000mg po, 9/98-10/98.) The event resolved with treatment in 10/98. The investigator classified this event as unrelated to adcon-l. The investigator noted "mva 9/17/98" as a possible explanation for the event.